Event description:
The customer reported that the nurse programmed a pump to deliver acetaminophen 400mg but it delivered the whole 1000mg. No patient harm reported.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Manufacturer narrative:
The reported over infusion of the drug acetaminophen was confirmed and identified to be the result of programming. A device malfunction is not believed to have occurred. No devices were returned for investigation. Analysis of the pcu event log shows that the user programmed the infusion using the guardrails drug library and entered a custom concentration of 1000mg/100ml. The drug dosing was weight based and the user entered the patient¿s weight as 26.5kg. The parameters entered resulted in the dosing being 37.74mg/kg. The user received a hard limit guardrails alert that the dose exceeded the limit of 15.5mg/kg and that reprogramming was required. The user attempted programming a second time by lowering the drug amount to 999mg making the concentration 999mg/100ml and the dosing at 37.7mg/kg, resulting in the same hard guardrails alert to reprogram. The user then proceeded to bypass the guardrails library and hard limits by selecting ivf_plain fluid within the fluid library. The user started the infusion with the rate at 100ml/hr and vtbi at 400ml then a few seconds after starting the infusion, increased the rate to 800ml/hr. The user lowered the rate to 400ml/hr a minute later, and within a few seconds of the rate change made another change to 600ml/hr. The pump alarmed for air in line after a recorded volume delivery of 87.623ml and the user turned off the pump module ten minutes later. The volume delivered (87.623ml) along with the typical set priming volume of approximately 20ml accounts for the emptying of the 100ml bottle. The root cause for the customer¿s reported event is attributed to user programming.